Event description:
In 2009, this senior medical surveillance specialist spoke with the reporter/layperson (patient's nephew) regarding his allegation that the patient's meter result was inaccurately high compared to the ER meter. A customer care advocate, cca, replaced the meter and test strips after learning the test strips were expired when they fell outside of the expected control range. The reporter provided the following information to this specialist. On the event date, the patient tested at 7 am before breakfast and took her usual oral diabetes mediation. The reporter did not know the result. At 5:30 pm ,the patient ate dinner. Around 7 pm, the patient became incoherent with a numb mouth and "glossy" eyes. The reporter obtained 121 mg/dl with her meter and strips. Due to the patient's symptoms, the reporter then drove the patient to the ER, where the staff tested on the ER meter, result 56 mg/dl. The two results were more than 30 minutes apart. The patient was treated with IV glucose and released. The complaint is reported due to the allegation the patient was treated in ER for low blood glucose after obtaining a higher result at home. The reporter was advised not to use expired strips due to false results the patient would obtain.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.